Manufacturer narrative:
Two tracheostomy tubes were received for evaluation. Visual inspection found the first device to have a missing valve. Splits on the pilot balloons were observed on both. Device underwent functional testing by introducing valve inside the balloon. It was noted that the valve lip was not assembled completely inside it, and upon removal, the syringe from the sample was separated from the balloon. Sample was filled with 5cc of air in order to see if there was any problem inflating or deflating cuff. During the test, the cuff inflated asymmetrically. The balloon was then manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated an additional 4 times, all inflating completely. Then the cuff was inflated with 2.5 of water, it was observed that cuff appears asymmetrical. When measured however at 34.21 percent, device was within specification of minimum percentage being 33.3. The reported customer complaint has not been confirmed.

Manufacturer narrative:
Information was received that a smiths medical employee became aware of the event on 10-jan-2019 and this was updated from 15-jan-2019.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a patient's portex® bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube cuff was filled with 2.5mls of water. When the cuff was due for deflation, the health care assistant was only able to remove 1.9mls of water. The reported flat cuff was able to be refilled without intervention. After completing a routine tube change for the patient, it was reported that "the cuff was inflated, but did not fill all the way around, which caused the cuff to be distorted and unevenly shaped." Subsequently, nurse intervention was required to "remove, inspect, and replace the tube". No adverse patient effects were reported.